Manufacturer narrative:
The reported events were insulation damage, low pacing impedance, and failure to capture. As received, a complete lead was returned for analysis. The reported event of insulation damage was confirmed. Visual inspection of the lead noted the outer insulation was twisted which is consistent with procedural damage. The reported events of low pacing impedance, and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Diagnostic imaging used was fluoroscopy, b6 was updated.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead insulation was damaged, resulted in low pacing impedance and failure to capture. The physician elected to not used the rv lead and a new lead was implanted. The patient was stable throughout the procedure.